Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Left hip re-revision for pain- head exchange only. The surgeon noted that the stem was "well fixed", so only the head was exchanged. No reason was indicated for the patients pain, blood tests did not indicate any sign of infection. Surgeon exclaimed that it was an "unusual" case as he could not see any reason for the patients pain during the revision procedure. First revision (B)(6) 2020.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: a search of the depuy nonconformance (nc) quality system found no nc¿s associated with this product/lot combination.